Event description:
Sharp edges were reported along the IV pole hook. Mfrs investigation is still ongoing; if add' info is received, a follow-up report may be submitted.

Manufacturer narrative:
Mfrs investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.